Event description:
A surgeon reports the laser stopped firing during the first procedure. They were able to reset the system and proceed.

Manufacturer narrative:
Reporting of this complaint at this time is based on receipt of a letter from the FDA dated april 10, 2008, in which the agency informed alcon that complaint (event 2006) should have been reported as a serious injury MDR. As a result of that injury report, a 2-year reporting timeframe was initiated for all complaints of the same type. All complaint files for the ladarvision 4000 were reviewed for this type of event starting from 2006. This MDR filing is a result of that retrospective review. Determination of root cause: assessment: the field service engineer (fse) was dispatched to the site to evaluate the device. The fse verified the laser stopped firing by reviewing the surgery database and was able to duplicate the reported issue. The thyratron was skipping, causing the laser to stop firing. The fse adjusted and conditioned the thyratron and performed a system verification. No parts were replaced or returned for manufacturing eval. Conclusion: based on the results of the investigation, the root cause is component related, specifically the thyratron.